Event description:
It was reported to medtronic neurosurgery that the patient's parents called medtronic (B)(4)'s patient hotline looking for a physician to adjust their son's valve because he had symptoms of high intracranial pressure. The physician that they were seeing did not have an adjustment kit. The physician told the patient's parents that the valve may be blocked. The patient was later admitted to (B)(6) hospital to get treatment and valve pressure level setting adjustment. It was later reported that the physicians at the hospital decided to explant the valve and replace it with a new one. The patient's last reported status was that he was waiting for a revision surgery.

Manufacturer narrative:
The product was not returned. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. All valves are 100% tested at the time of manufacturer.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. All valves are 100% tested at the time of manufacture. Additional device/patient information: it was later reported that the valve was explanted from the patient on (B)(6) 2013. (B)(4).